Event description:
The nurse educator at the hospital call to report that sometime last weekend the patient was hospitalized for diabetic ketoacidosis. The nurse did not provide any further information regarding the hospitalization or the patient's treatment. She was released from the hospital on (B)(6) 2014. Attempts were made to contact the patient to provide additional information. Messages were left, but she did not return the calls.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the patient's ketoacidosis and hospitalization. No product lot number was reported therefore no qualification records were reviewed.